Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the communicator power adapter allegation was not confirmed. Product analysis indicates that the communicator power adapter was supplying power to a communicator over several minutes during the product testing. There was no physical damage observed on the communicator power adapter. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was getting hot and emitting a burning smell. The patient also observed that the wall outlet cord flickers power on the communicator. A boston scientific company representative advised the patient to replace the communicator power cord. A return label was sent. No adverse patient effects were reported. The product investigation indicates that the communicator power adapter allegation was not confirmed. The communicator was returned for analysis as the power adapter is supplying power to communicator over several minutes during the baseline checks. There was no physical damage observed on the communicator and power adapter.